Event description:
Event verbatim [preferred term] immediately felt burning to my skin [skin burning sensation] , the cells on one side were very close to the seam and the "grains" had leaked/8 of the heat cells were damaged [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of unknown age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number t48911, expiry date oct 2027) from an unspecified date for an unspecified indication. The patient's relevant medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient stated that she purchased 2 packs of thermacare heatwraps the week of this report. When she put one of the heatwraps on she immediately felt burning to her skin in feb2018. On closer inspection she noticed the cells on one side were very close to the seam and the "grains" had leaked. She opened the other heatwrap in the box and 8 of the heat cells were damaged. She stated that the other box she bought had the same lot number so the wraps may also be damaged. The patient said that she had used 3 packs of this product (with different lot number) in the past couple of weeks with no problem and stated that she did not have sensitive skin. Action taken with thermacare heatwrap was unknown. Clinical outcome of the event was unknown. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "felt burning to my skin" from wrap. The cause of the 'felt burning to my skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. In addition, instructions on the wrap pouch and carton include the warning "do not use if heat cell contents leak and/or wrap is damaged or torn". The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Conclusion: root cause catergory: non assignable (complaint not confirmed) the product quality for the batch is not impacted by this complaint. According to product quality complaint group: return sample information: two lbh wraps - wraps do not show evidence of wear. One wrap has a black streak inside the heat pack making films, the second wrap has two pieces of splice tape stuck between the heat pack making films cells packs are leaking chemistry to the outside of the wrap. Return sample confirms cell pack leak, full investigation is required. The investigation concluded: based on the returned wrap, the top sheet mistracked during the splice and the mistrack optics detected the incorrect web placement triggering a mistracked web (film) shutdown. This occurrence would require the production colleague to enable the dry-run feature that disables all fault conditions to overcome the mistracked web, allowing the production line to restart. The returned wrap shows the top sheet was mistracked more than 1 towards the o/s, exposing the two drive side cells that verify dry-run would have been utilized to overcome the issue. The most probable root cause for this event is method/procedure document unclear/lacking detail. Based on the returned wrap, the top sheet mistracked during the splice, triggering a mistracked web (film) shutdown. This occurrence would require the production colleague to enable the dry-run feature to overcome the mistracked web. Additionally, the top sheet was mistracked more than 1 towards the operator side (o/s), exposing the two drive side cells. This demonstrates dry-run would have been used to overcome the issue. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. This defect is very noticeable, preventing our consumers from utilizing the product. This issue does not represent a safety hazard to the consumers. Batch t48911 associated with this complaint investigation met release criteria and was released prior to this investigation. Batch t48911 is recommended to remain in release status. Qa summary and impact: qa agrees with the root cause category- method, document unclear. Sop-77453 didn t provide clear instructions to guide the production colleague so that the off quality portion of the web was marked and walked down to ensure it was removed from the process before disabling dry run. Batch t48911, code f00573301020z remains in released status. This is considered an isolated event due to the splicing of materials and web mistrack. There are no other complaints reported for this batch related to leakage. There are specific product use instructions on the carton and pouch film, do not use if the heat cell contents leak and/or wrap is damaged or torn . This issue is very noticeable and will prevent customers from using the product. Additional information has been requested and will be provided as it becomes available. Follow-up (09apr2018): new information received from the product quality complaint group included investigational results. Follow-up (19apr2018) follow-up attempts completed. No further information expected. Follow-up (29may2018): new information received from product quality complaints included: investigation results. Follow-up (17feb2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (24dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Company clinical evaluation comment based on available information, the reported event of device leakage was associated with the burning skin, and represents a potential device malfunction. The events are associated with use of device., comment: based on available information, the reported event of device leakage was associated with the burning skin, and represents a potential device malfunction. The events are associated with use of device.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "felt burning to my skin" from wrap. The cause of the 'felt burning to my skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. In addition, instructions on the wrap pouch and carton include the warning "do not use if heat cell contents leak and/or wrap is damaged or torn". The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Conclusion: root cause catergory: non assignable (complaint not confirmed) the product quality for the batch is not impacted by this complaint.return sample information: two lbh wraps - wraps do not show evidence of wear. One wrap has a black streak inside the heat pack making films, the second wrap has two pieces of splice tape stuck between the heat pack making films cells packs are leaking chemistry to the outside of the wrap. Return sample confirms cell pack leak, full investigation is required. The investigation concluded: based on the returned wrap, the top sheet mistracked during the splice and the mistrack optics detected the incorrect web placement triggering a mistracked web (film) shutdown. This occurrence would require the production colleague to enable the dry-run feature that disables all fault conditions to overcome the mistracked web, allowing the production line to restart. The returned wrap shows the top sheet was mistracked more than 1 towards the o/s, exposing the two drive side cells that verify dry-run would have been utilized to overcome the issue. The most probable root cause for this event

Event description:
Event verbatim [preferred term] immediately felt burning to my skin [skin burning sensation] , the cells on one side were very close to the seam and the "grains" had leaked/8 of the heat cells were damaged [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of unknown age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number t48911, expiry date oct2027) from an unspecified date for an unspecified indication. The patient's relevant medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient stated that she purchased 2 packs of thermacare heatwraps the week of this report. When she put one of the heatwraps on she immediately felt burning to her skin in (B)(6) 2018. On closer inspection she noticed the cells on one side were very close to the seam and the "grains" had leaked. She opened the other heatwrap in the box and 8 of the heat cells were damaged. She stated that the other box she bought had the same lot number so the wraps may also be damaged. The patient said that she had used 3 packs of this product (with different lot number) in the past couple of weeks with no problem and stated that she did not have sensitive skin. Action taken with thermacare heatwrap was unknown. Clinical outcome of the event was unknown. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "felt burning to my skin" from wrap. The cause of the 'felt burning to my skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. In addition, instructions on the wrap pouch and carton include the warning "do not use if heat cell contents leak and/or wrap is damaged or torn". The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Conclusion: root cause category: non assignable (complaint not confirmed) the product quality for the batch is not impacted by this complaint. According to product quality complaint group: return sample information: two lbh wraps - wraps do not show evidence of wear. One wrap has a black streak inside the heat pack making films, the second wrap has two pieces of splice tape stuck between the heat pack making films cells packs are leaking chemistry to the outside of the wrap. Return sample confirms cell pack leak, full investigation is required. The investigation concluded: based on the returned wrap, the top sheet mistracked during the splice and the mistrack optics detected the incorrect web placement triggering a mistracked web (film) shutdown. This occurrence would require the production colleague to enable the dry-run feature that disables all fault conditions to overcome the mistracked web, allowing the production line to restart. The returned wrap shows the top sheet was mistracked more than 1 towards the o/s, exposing the two drive side cells that verify dry-run would have been utilized to overcome the issue. The most probable root cause for this event is method/procedure document unclear/lacking detail. Based on the returned wrap, the top sheet mistracked during the splice, triggering a mistracked web (film) shutdown. This occurrence would require the production colleague to enable the dry-run feature to overcome the mistracked web. Additionally, the top sheet was mistracked more than 1 towards the operator side (o/s), exposing the two drive side cells. This demonstrates dry-run would have been used to overcome the issue. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. This defect is very noticeable, preventing our consumers from utilizing the product. This issue does not represent a safety hazard to the consumers. Batch t48911 associated with this complaint investigation met release criteria and was released prior to this investigation. Batch t48911 is recommended to remain in release status. Qa summary and impact: qa agrees with the root cause category- method, document unclear. Sop-77453 didn't provide clear instructions to guide the production colleague so that the off quality portion of the web was marked and walked down to ensure it was removed from the process before disabling dry run. Batch t48911, code f00573301020z remains in released status. This is considered an isolated event due to the splicing of materials and web mistrack. There are no other complaints reported for this batch related to leakage. There are specific product use instructions on the carton and pouch film, do not use if the heat cell contents leak and/or wrap is damaged or torn. This issue is very noticeable and will prevent customers from using the product. Follow-up (09apr2018): new information received from the product quality complaint group included investigational results. Follow-up (19apr2018) follow-up attempts completed. No further information expected. Follow-up (29may2018): new information received from product quality complaints included: investigation results. Follow-up (17feb2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (24dec2019): this follow-up is being submitted to notify that an investigation of the device is ongoing. Follow-up (24feb2020): this follow-up is being submitted to notify that the investigation is closed; no further results are expected., comment: based on available information, the complaints of device leakage associated with skin burning sensation, represents a potential device malfunction. A causal relationship between the device and events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. Device malfunction has been identified from the returned sample and considered as an isolated event. There is not a complaint trend for any class(es) associated to the suggested key product complaints database terms.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "felt burning to my skin" from wrap. The cause of the 'felt burning to my skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. In addition, instructions on the wrap pouch and carton include the warning "do not use if heat cell contents leak and/or wrap is damaged or torn". The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Conclusion: root cause category: non assignable (complaint not confirmed) the product quality for the batch is not impacted by this complaint. Return sample information: two lbh wraps - wraps do not show evidence of wear. One wrap has a black streak inside the heat pack making films, the second wrap has two pieces of splice tape stuck between the heat pack making films cells packs are leaking chemistry to the outside of the wrap. Return sample confirms cell pack leak, full investigation is required. The investigation concluded: based on the returned wrap, the top sheet mistracked during the splice and the mistrack optics detected the incorrect web placement triggering a mistracked web (film) shutdown. This occurrence would require the production colleague to enable the dry-run feature that disables all fault conditions to overcome the mistracked web, allowing the production line to restart. The returned wrap shows the top sheet was mistracked more than 1 towards the o/s, exposing the two drive side cells that verify dry-run would have been utilized to overcome the issue. The most probable root cause for this event.

Manufacturer narrative:
Investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "felt burning to my skin" from wrap. The cause of the 'felt burning to my skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. In addition, instructions on the wrap pouch and carton include the warning "do not use if heat cell contents leak and/or wrap is damaged or torn". The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Conclusion: root cause category: non assignable (complaint not confirmed) the product quality for the batch is not impacted by this complaint. Return sample information: two lbh wraps - wraps do not show evidence of wear. One wrap has a black streak inside the heat pack making films, the second wrap has two pieces of splice tape stuck between the heat pack making films cells packs are leaking chemistry to the outside of the wrap. Return sample confirms cell pack leak, full investigation is required. The investigation concluded: based on the returned wrap, the top sheet mistracked during the splice and the mistrack optics detected the incorrect web placement triggering a mistracked web (film) shutdown. This occurrence would require the production colleague to enable the dry-run feature that disables all fault conditions to overcome the mistracked web, allowing the production line to restart. The returned wrap shows the top sheet was mistracked more than 1 towards the o/s, exposing the two drive side cells that verify dry-run would have been utilized to overcome the issue. The most probable root cause for this event.

Event description:
Event verbatim [preferred term] immediately felt burning to my skin [skin burning sensation] , the cells on one side were very close to the seam and the "grains" had leaked/8 of the heat cells were damaged [device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of unknown age started to use thermacare heatwrap (thermacare lower back & hip) (device lot number t48911, expiry date oct 2027) from an unspecified date for an unspecified indication. The patient's relevant medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date for an unspecified indication with no adverse effect. The patient stated that she purchased 2 packs of thermacare heatwraps the week of this report. When she put one of the heatwraps on she immediately felt burning to her skin in (B)(6) 2018. On closer inspection she noticed the cells on one side were very close to the seam and the "grains" had leaked. She opened the other heatwrap in the box and 8 of the heat cells were damaged. She stated that the other box she bought had the same lot number so the wraps may also be damaged. The patient said that she had used 3 packs of this product (with different lot number) in the past couple of weeks with no problem and stated that she did not have sensitive skin. Action taken with thermacare heatwrap was unknown. Clinical outcome of the event was unknown. According to the product quality complaint group: investigation summary: the root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports she "felt burning to my skin" from wrap. The cause of the 'felt burning to my skin" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. In addition, instructions on the wrap pouch and carton include the warning "do not use if heat cell contents leak and/or wrap is damaged or torn". The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Conclusion: root cause catergory: non assignable (complaint not confirmed) the product quality for the batch is not impacted by this complaint. According to product quality complaint group: return sample information: two lbh wraps - wraps do not show evidence of wear. One wrap has a black streak inside the heat pack making films, the second wrap has two pieces of splice tape stuck between the heat pack making films cells packs are leaking chemistry to the outside of the wrap. Return sample confirms cell pack leak, full investigation is required. The investigation concluded: based on the returned wrap, the top sheet mistracked during the splice and the mistrack optics detected the incorrect web placement triggering a mistracked web (film) shutdown. This occurrence would require the production colleague to enable the dry-run feature that disables all fault conditions to overcome the mistracked web, allowing the production line to restart. The returned wrap shows the top sheet was mistracked more than 1 towards the o/s, exposing the two drive side cells that verify dry-run would have been utilized to overcome the issue. The most probable root cause for this event is method/procedure document unclear/lacking detail. Based on the returned wrap, the top sheet mistracked during the splice, triggering a mistracked web (film) shutdown. This occurrence would require the production colleague to enable the dry-run feature to overcome the mistracked web. Additionally, the top sheet was mistracked more than 1 towards the operator side (o/s), exposing the two drive side cells. This demonstrates dry-run would have been used to overcome the issue. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. This defect is very noticeable, preventing our consumers from utilizing the product. This issue does not represent a safety hazard to the consumers. Batch t48911 associated with this complaint investigation met release criteria and was released prior to this investigation. Batch t48911 is recommended to remain in release status. Qa summary and impact: qa agrees with the root cause category- method, document unclear. (B)(4) didn t provide clear instructions to guide the production colleague so that the off quality portion of the web was marked and walked down to ensure it was removed from the process before disabling dry run. Batch t48911, code (B)(4) remains in released status. This is considered an isolated event due to the splicing of materials and web mistrack. There are no other complaints reported for this batch related to leakage. There are specific product use instructions on the carton and pouch film, do not use if the heat cell contents leak and/or wrap is damaged or torn . This issue is very noticeable and will prevent customers from using the product. Follow-up (09apr2018): new information received from the product quality complaint group included investigational results. Follow-up (19apr2018) follow-up attempts completed. No further information expected. Follow-up (29may2018): new information received from product quality complaints included: investigation results. Follow-up attempts are completed. No further information is expected. Follow-up (17feb2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment based on available information, the reported event of device leakage was associated with the burning skin, and represents a potential device malfunction. The events are associated with use of device., comment: based on available information, the reported event of device leakage was associated with the burning skin, and represents a potential device malfunction. The events are associated with use of device.